Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. The device incorrectly labeled the signal as a premature atrial contraction (pac) and fell in the refractory period. Technical services (ts) suggested having a call to optimize the programming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed to resolve the issue. No adverse patient effects were reported.